Event description:
The patient reported overstimulation while using one of their transmitters despite no difference in program settings from their other transmitter. Several attempts have been made to contact the patient without success. A tentative appointment is scheduled for (B)(6) 2024.

Manufacturer narrative:
The transmitter associated with this complaint was requested for investigation. However, the device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another (non-curonix) device implanted has been ruled out as potential causes. Potential causes of the reported issue are programming parameters, migration, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, mental capacity, severe force applied to implant (patient fall, accidents), and off-label use. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.